Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had a drop in voltage from 2.80 to 2.66 and a increase in charge times from 15.6 to 26.4 in about two months time. This device had tripped the elective replacement indicator and the patient had heard tones. No adverse patient effects were reported.

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Manufacturer narrative:
Technical services discussed replacement. The patient has an appointment to see their electrophysiologist to further discuss. Should additional information become available this event will be updated. Initial investigation is completed.

Manufacturer narrative:
The device was returned and detailed analysis is pending.

Event description:
--